Event description:
Falsely elevated troponin I results of 10.0 and 4.5 ng/ml were obtained in two patient samples. The 10.0 ng/ml result was reported to the physician who questioned the result. The samples were retested on an alternate instrument and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely elevated troponin I is unknown. A dade behring field service representative was dispatched to the account and performed general maintenance on the instrument. The instrument is operating within specifications.